Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 1 year and 2 months after the dental implant was installed in intraoral region #9, its non- osseointegration was observed. Twenty five (25) ncm of primary stability was achieved. The patient presented bone type ii and bone graft was executed.